Event description:
The event involved a chemoclave vented bag spike. It was reported that there was leakage from clave. The issue was noted during drug infusion. There were no concomitant drug and concomitant device involved. There was no bleedback, no biohazard, no user facility medwatch, and with chemo. The device was not reprocessed or resterilized. The quantity affected is 1, and the sample is available for return. Sample photos are not available. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device has been received for evaluation; however, investigation is not yet complete.